Manufacturer narrative:
The insulin pump was unable to perform the occlusion test and excessive no delivery test due to prime anomaly. The pump was unable to test for the air bubble anomaly or low reservoir alarm. The insulin pump was unable to prime during prime test due to faulty force sensor. The insulin pump had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings from his insulin pump. The customer was not admitted to the hospital for unexplained high blood glucose readings. The customer was advised that bent cannulas tend to be contributing factors to the unexplained high blood glucose readings. The customer was advised to check for possible insulin issues. The customer reported that the insulin is not changed every 2-3 days as cdc guidelines. The customer stated that he was not comfortable using his pump since he believed that it was not pushing out his basal rates. The customer was advised that the issue would not be fixed with a replacement pump. The customer was advised to call back if unexplained high blood glucose exists.